Event description:
On (B)(6) 2013, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. It was reported that the patient has problems with insulin delivery. The reporter noted that insulin is sometimes delivered and sometimes it is not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: a review of the pump¿s history showed that the last bolus and last basal delivery were recorded on (B)(6) 2013. No alarms outside the range of normal patient use observed in pump history and no activity related to the complaint was recorded. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.